Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the upper case, lower case, battery release, lead flex cover and battery drawer was contaminated. It was also noted that two side bail covers and ring cover were broken, one side bail was bent and the ring was missing.

Event description:
It was reported that during routine biomed inspection/testing the technician found case damage and would also like to have devices calibrated. The device was returned to the manufacturer and subsequently tested out of specification. No patient involvement was reported with this event.